Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient received a replacement device. The patient alleges the device is not working, the device is burning and smells like plastic. The patient also states there is smoke coming out of the device. There was no report of patient harm or injury. The device was returned to the third-party service center. The customer complaint was not reproduced. There was one error has been identified. The device was scrapped. Section-h has been updated.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient received a replacement device. The patient alleges the device is not working, the device is burning and smells like plastic. The patient also states there is smoke coming out of the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.